Event description:
It was reported that the patient presented to the clinic for a follow-up. During examination of lead, it was noted that the left ventricular (lv) lead did not capture. Programming changes were done to resolve this issue. There were no adverse consequences to the patient.